Event description:
An event was reported involving secondary set, secure lock, 34 inch it was reported that the product was inspected, and small black dots were observed in the plastic and a cloudy, white, "soap-like" substance was observed in the plastic. The impacted products have been sequestered; there was a patient involvement but no patient harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.